Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain at the ins site. It was reported that the patient¿s therapy was working fine. The patient had a pocket revision and a new pocket was created inferior and lateral to the original location. The issue was resolved and no further complications are anticipated.